Event description:
In radical pulmonary resection operations, the titanium staples were malformed. Or, after firing, the staples could not be loosened and clung to the stapler after firing. There were no patient consequences.